Event description:
It was reported that " shortly after" the start of treatment with a prismaflex m100 set, an external blood leak was observed. It was further reported the connection head of the pbp tube was separated. The set was replaced with no further issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The actual sample was not available for investigation however photographs were provided for evaluation. Visual inspection of the pictures identified that the pbp line was disconnected from access line. There is non-homogeneous mark of solvent on the tubing. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.